Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (same lot) implanted as part of her scs system. Device 1 of 2 reference MFR. Report#: 1627487-2017-04651. It was reported during an ipg replacement surgery, (reference MFR. Report# 1627487-2017-04645), diagnostic testing revealed a high impedance reading on one of the patient's leads. However, the physician decided to explant and replace all leads. Reportedly, effective stimulation was restored following the procedure and the issue is resolved. It is unknown which lead reflected high impedance readings. Therefore, all suspected devices are being reported.